Event description:
It was reported that non sustained right ventricular oversensing (nsrvo) due to noise was observed on the right ventricular (rv) lead. Programming changes were recommended. The patient was to continue with folllow up in clinic at a future date. There were no reported patient consequences.